Event description:
It was reported that during the attempted implant of this system, following right ventricular (rv) lead placement with acceptable measurements, the lead tip was inserted into the associated device (d432/244547) header at which time rv oversensing was observed. The physician elected to disconnect and reposition the lead however upon reconnection with the device, oversensing remained problematic. A few additional disconnects and reconnects of the lead tip into the device header were attempted, as air in the header was suspected. The issue remained unresolved, so it was decided to explant this newly implanted rv lead and reconnect with the device. Following lead placement and device header insertion, the sensing issues remained unresolved and the device deemed faulty. Another device of same model type was then connected and acceptable system measurements were obtained- the second rv lead remained implanted. Both attempted implant products were returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the leads electrical performance. Measurements throughout this test was within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this system, following right ventricular (rv) lead placement with acceptable measurements, the lead tip was inserted into the associated device (d432/244547) header at which time rv oversensing was observed. The physician elected to disconnect and reposition the lead however upon reconnection with the device, oversensing remained problematic. A few additional disconnects and reconnects of the lead tip into the device header were attempted, as air in the header was suspected. The issue remained unresolved, so it was decided to explant this newly implanted rv lead and reconnect with the device. Following lead placement and device header insertion, the sensing issues remained unresolved and the device deemed faulty. Another device of same model type was then connected and acceptable system measurements were obtained- the second rv lead remained implanted. Both attempted implant products are expected to be returned for analysis. No resulting adverse patient effects were reported.